Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the the far field channels, no other electrical anomalies were noted. Lead testing and isometrics were recommended. Physician elected to monitor the patient. Device remains implanted.